Event description:
On 04/27/92 patient underwent posterolateral fusion from t5-s1 with instrumentation on left l3,l4 and s1 and right l3,l4 and l5. On 12/27/94 patient underwent revision posterolateral fusion and was reinstrumented with larger screws. Rods were fractured from t11-12.